Event description:
Latera nasal implants in my nose caused permanent large indentation, visual change to shape of nose, and scarring. Veteran affairs ent surgeon and latera company representative who was present during my surgery both told me no visual change would be caused by the latera implants. Ever since the surgery (2~ years) I have had disfigurement of my nose.